Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to moisture damage on the force sensor resistor. The pump had cracked reservoir tube lip, scratched lcd window, scratched case, missing end cap sticker and cracked battery tube threads.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 124 mg/dl at the time of incident. The customer stated that they were trying to prime when the insulin squirted out. The customer stated that the pump was dropped a while back but it landed on the carpet. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.